Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 9 pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "the customer reported about broken needles npe."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-03-01 investigation summary nine open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No. Unknown, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all nine samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 9 pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "the customer reported about broken needles npe."